Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the issue was unable to be replicated. The system performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a tumorectomy procedure. It was reported that intra-operatively, after registration, the screen was disturbed and operation was incapable. After rebooting, the product could be used without further problem. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay.